Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) and a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal via an implantable pump. It was reported that the patient was complaining of withdrawal symptoms. It was stated that they had recently put in an entire new catheter and the patient had a successful dye study. In the operating room, the catheter was successfully aspirated so the physician decided to replace the pump just to be safe and to rule out any potential issues coming from that. The original plan was to replace the whole system so the physician had opened the catheter but then after successfully aspirating decided not to replace it therefore the physician did not use it. There were no outside factors expressed to possibly be causing the symptoms. Actions/interventions taken included the pump was replaced and the catheter was thoroughly checked and aspirated successfully. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal baclofen (lioresal) via an implantable pump. It was reported that after patient came in complaining of increased spasticity and underdose like symptoms the physician planned to aspirate through the access port and then decide weather to replace the catheter or not. Even after successfully aspirating the catheter the physician decided to replace the entire catheter just to be safe. No external factors were reported to the company rep that could have contributed to the issue. The issue resolved at the time of this report.